Manufacturer narrative:
The customer reported that the central nurse's station (cns) has no alarm sound. Technical support (ts) asked the customer to reboot the kvm, but the customer stated that the nk installer was on site so they would him take care of it. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) has no alarm sound. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) has no alarm sound. Technical support (ts) asked the customer to reboot the kvm, but the customer stated that the nk installer was on site so they would have him take care of it. There was no patient injury reported. Investigation summary: based on the available information, a definitive root cause on the event could not be identified. No corrective actions will be performed at this time. Manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that the central nurse's station (cns) has no alarm sound. There was no patient injury reported.